Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Sensor thermistor testing was done, indicating the sensor was providing accurate glucose readings. Poise voltage test was performed and results were not within the speciation's. An extended investigation was performed. Visual inspection was performed on returned de-cased sensor and observed that the antenna was removed from the pcba. Unable to extract data from the pcba as the antenna was disconnected. The returned sensor was de-cased and visual inspection was performed on the returned sensor's pcba (printed circuit board assembly) and damage antenna was observed. Unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Unable to communicate and perform functionality testing due to this damage antenna. Therefore, issue is unable to test. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it a low readings issue was reported with the abbott diabetes care (adc) device. Customer received lower sensor scan results compared to readings obtained on an unspecified device. As a result, customer experienced a loss of consciousness and/or seizure and no third-party treatment was reported. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
A webform complaint was received in which it a low readings issue was reported with the abbott diabetes care (adc) device. Customer received lower sensor scan results compared to readings obtained on an unspecified device. As a result, customer experienced a loss of consciousness and/or seizure and no third-party treatment was reported. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.